Manufacturer narrative:
The pulling suture from a 20mm endobutton ultra cl was returned for evaluation. Visual assessment of the suture confirmed the breakage. The suture has been cut/torn into three pieces. The white braided polyethylene sheath has been torn away from the polyester core. This damage is consistent with using hemostats to aid in pulling the construct through the drilled tunnel. It is likely that the ancillary device used had a sharp edge resulting in the suture being cut. Further investigation is not warranted at this time. (B)(6). Visual assessment of the suture confirmed the breakage. The suture has been cut/torn into three pieces. The white braided polyethylene sheath has been torn away from the polyester core. This damage is consistent with using hemostats to aid in pulling the construct through the drilled tunnel. It is likely that the ancillary device used had a sharp edge resulting in the suture being cut. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when pulling the endobutton with the new graft through the femoral tunnel, the white pulling suture broke. There were no reported patient injuries. No other complications were noted.